Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the actual issue behind drawer failure could not be assessed. A field service engineer (fse) replaced multiple components to resolve persistent pocket issues. A new half-height drawer was ordered and installed, with all pockets transferred and configured in storage space. A faulty divider was removed due to misalignment, ensuring smooth operation. Further testing identified a defective left-side slide on drawer 1.1 and drawer was ordered for replacement. Additionally, in preventative maintenance fse cleaned sensors in main drawer 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit100 main drawer 1.2 cubie c1, c5; 3.1 pocket d4 was not open and failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.